Event description:
It was reported that the videooscope's ceramic tip was loose. The issue was observed during pre-use inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, d10, e4, g3, h2, h6, h11 corrected fields: health effect - impact code updated to f26 no health consequences or impact the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the loose ceramic tip was due to a component failure of the ceramic tip (insulation beak). Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.